Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, a facility representative reported via (B)(4) that an ar-s7120-025-330 2.5 x 330 mm teeth cup grasper jaw was broken during a case with no patient affected.